Event description:
It was reported by a customer on (B)(6) 2011 during the middle of the procedure error 172 was received from the laser system. Also, the customer reported error 172 appeared at 120 watts. Per the customer, the laser system went to safety shut down. Also, the customer reported the laser system seemed to have been working alright at 80 watts. The customer reported that the procedure was completed. No pt injury was reported.